Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that the ventilator display froze at the six picture screen. The reported condition was reproduced. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a single board computer (sbc) printed circuit board (pcb) . When the sbc pcb was tested the device froze at the 6 picture screen and caused the system to fail the power on self-test (post). The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.